Event description:
It was reported that asymptomatic patient presented in operating room for routine generator upgrade surgery. During the procedure, there was high, out of range impedance and pacing thresholds observed on right ventricular lead. The lead was capped and replaced. The patient was reported to be stable during and post procedure.